Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was noted to be on xarelto prior to the implant procedure. Spontaneous echo contrast was noticed during the procedure. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm was determined to be too small for the laa and was fully recaptured and removed from the patient. A 31mm flx closure device was implanted; however, a mobile thrombus was noted to have formed on the face of the closure device. The activated clotting time (act) at the beginning of the case was 293 and when the device was released the act was 376. Protamine was not given after the case. The patient was admitted and will be monitored. The patient was reported to be hemodynamically stable and has since been discharged from the hospital.